Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was a little low the day before. The customer treated his blood glucose level but the insulin pump went into threshold suspend. The sensor was reading 56 mg/dl but his blood glucose level was 100 mg/dl. The sensor said he was going low but his blood glucose level was 325 mg/dl. Customer's blood glucose level was 428 mg/dl but his sensor glucose reading was 102 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The device was not returned.